Event description:
It was reported that during a follow up after one year of the spaceoar placement procedure, the patient underwent a routine colonoscopy, the physician indicated that an ulcer was found, he believed that the hydrogel caused it, due to the persistence of the hydrogel. The patient who underwent placement procedure in (B)(6) 2025, reported that did not experience any symptoms neither from the hydrogel nor the radiation treatment. It was also reported that this diagnosis hasn't been confirmed by the urologist who placed the device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel last too long.